Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced low blood glucose events as low as 26 mg/dl. The patient did not mention any means of treatment for her hypoglycemic episodes. The insulin pump was not returned for analysis.